Event description:
It was reported that a peritoneal dialysis (pd) patient went to the clinic on (B)(6) & found out that the patient got an infection. Antibiotics were prescribed to the patient to treat the infection. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with enterococcus faecalis in the culture and a wbc count of 5575/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient¿s ip ceftazidime was discontinued upon culture results. The patient is recovering from this event as she remains asymptomatic on antibiotic therapy at home. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler throughout the treatment course.